Event description:
It was reported that the device has a ripped/bubbled downstream occlusion seal, damaged battery compartment latch.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was confirmed. It was found that the downstream and upstream occlusion seal was delaminated. Both seal's were replaced.